Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery by 21.2%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be delivering out of the published specification of +/-6%. The pump's expulsor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.